Event description:
It was reported that during a thoracic procedure, during stapling, there was no establishment of clips (blocked clamp). At the end of surgery, after decontamination, and after three attempts, the staples came out the clamp. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Staples will not release.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tx30g device arrived in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as no cartridge was returned for analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.